Manufacturer narrative:
A system service check of the stellant CT injection system (serial number (B)(4)) was completed on april 20, 2016 which confirmed that the injector was operating within bayer specifications. The offer of an injector check after the reported incident has been declined by the customer who admitted that this issue was caused by misuse of the stellant CT disposable product. Additional applications training will be provided to the site when the CT department has received authorization from the ministry of health to reopen. The stellant CT disposable kit instructions for use (IFU) cautions the user as follows: intended use: the contents of this package are indicated for single-use on one patient only with medrad stellant injectors. Contraindications: these devices are not intended for multiple patient use. Reuse of this product may result in biological contamination, product degradation and/or product performance issues. Properly discard disposable items after use, or if there is any possibility that contamination may have occurred. This product is intended for single use only. Do not re-sterilize, reprocess or reuse. The disposable devices have been designed and validated for single use only. Re-use of the single use disposable devices pose risks of device failure and risks to the patient. Potential device failure includes significant component deterioration with extended use, component malfunction, and system failure. Potential risks to the patient include injury due to device malfunction or infection as the device has not been validated to be cleaned or re-sterilized.

Event description:
On may 22, 2016, bayer received a report from our distributor that alleged a number of patients who underwent a CT procedure at (B)(6) were later diagnosed with (B)(6). Prior to this allegation, a known (B)(6) carrier underwent a CT scan with contrast injection at this hospital. Our investigation determined that these patients had undergone a CT scan while attached to a stellant CT injector (serial number (B)(4)), a stellant CT sds-ctp-spk (lot number unknown) disposable kit, and a third-party extension tubing patient connector set. The site admitted to reusing one sds-ctp-spk kit for multiple patients and changing the third-party extension tubing patient connector set between patients. An estimated 12 patients had undergone contrast enhanced CT exams while connected to the same low pressure connector tubing (lpct) of the stellant CT disposable kit. Sometime later (exact time unknown), these patients began to experience symptoms of illness and presented to various hospitals in the area. Seven cases of (B)(6) were identified and subsequent treatment for the virus ensued. This incident is currently being investigated by the (B)(6). The site's CT department has been closed pending completion of this investigation.